Manufacturer narrative:
A steris service technician arrived onsite to inspect the surgical table. During the technician's inspection, he found evidence of fluid intrusion within the power supply of the table. The table subject of the reported event was permanently removed from service. The user facility has elected to order a new table in lieu of repairs. The table was approximately 20 years old at the time of the reported event. No additional issues have been reported. UDI related data clarification - the device subject of the event was manufactured prior to UDI compliance, therefore, UDI is not applicable and was not included in the MDR.

Event description:
The user facility reported that their cmax surgical table was emitting smoke. No report of injury. The table was not being used in a patient procedure during the time of the reported event.